Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with a white fiber-like foreign matter. There was no physical damage where foreign matter remained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported air/water cannot pass smoothly through the nozzle. This device was a loaner and no procedure or patient involved. No patient involvement, no harm, no user injury reported on this event. Device evaluation found foreign materials in the device nozzle unit. This report is being submitted for foreign materials found inside the nozzle (handling issue, insufficient reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation, service repair noted there were foreign materials in the nozzle. Furthermore, the following findings during inspection were noted on the device: the angles had play. The angles were tight. Review of service repair history noted the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.